Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) would not power on. The issue was observed prior to any customer or patient involvement. The product was returned for evaluation.

Manufacturer narrative:
Device evaluation summary: the returned patient therapy controller was subjected to external and internal visual examinations, as well as, functional and electronic testing. The evaluation determined that a component would not turn back on after a full battery discharge. Based on the investigation, the reported event was confirmed. Internal complaint number: (B)(4).